Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer also reported bent cannulas upon removal of their infusion set. The customer's blood glucose was unknown at the time of the call. Customer stated the alarm was resolved by an infusion set change. Customer declined to return their supplies for failure analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.